Manufacturer narrative:
The insulin pump alarmed during the rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with minor scratches on lcd window and scratched reservoir tube widow.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was changing the battery and it alarmed motor error. Customer's blood glucose was 154 mg/dl. Troubleshooting was performed and it was found the customer was unable to complete the rewind sequence. The insulin pump stops during rewind and alarm reoccurs. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.